Event description:
It was reported that when the device was used during a laparoscopic sigmoid resection procedure, the surgeon was firing across the rectum and the staple line opened-up. This was the second or third firing of the stapler. There was no reported pt consequence.